Manufacturer narrative:
Service was not able to verify the reported issue. All testing was performed with a good known test ac adapter and patient circuit. The unit passed 84 hours of extended testing at customer's settings with no unusual alarms or conditions occurring. The unit passed the troubleshooting final test which includes many alarm and ventilation functions. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that ltv 1150 ventilator is experiencing auto-cycling issue. The issue occurred during patient-use. However, the customer confirmed that there was no patient harm associated with the reported event.